Event description:
Ed visit due to both pumps not working. Beeping during stop mode and at completion of self-test using cadd cassette 100ml w/flowstop, changed to new cassette and resolved pump alarms. Info from last shipment: lot 4096351 exp 01/29/2026. No further details provided.